Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. Plant evaluation: the actual device was not returned to the manufacturer for physical evaluation, and the lot number was not able to obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no ncrs or rework related to the reported complaint and each lot met release criteria. Product labeling, material, and process controls were within specification.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support regarding drain complication alarms, stomach pain, and requested a replacement cycler. During the call, the patient stated he was recently in the hospital for peritonitis (exact date not provided). Numerous attempts have been made to obtain additional patient information and the cause/source of the peritonitis without success.